Manufacturer narrative:
The medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided information. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data confirmed several changes of the polarity as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported via home monitoring that this rv lead had recently been switching from bipolar pacing to unipolar pacing. Upon interrogation at follow up, threshold and sensing values were good. At the moment biotronik has no further information with regards to a revision procedure. The lead remains implanted. The implant and event dates were not provided.